Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with a boston scientific corporation rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of returned device revealed that the push catheter was kinked close to the proximal end. The suture hole at the distal end of the push catheter was slightly torn. The guide catheter was stretched and broken close to the proximal end. The distal broken piece of the guide catheter remained inside the delivery system and was removed for this evaluation. The distal end of the guide catheter had an obvious kink/bend (suture impression). The suture was not intact and was not returned for evaluation. There were no damages on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.